Event description:
The patient was implanted with a left ventricular assist device (lvad). The perfusionist reported that as of this past weekend, the patient has now had two admissions for feelings of weakness, lightheadedness, and fainting. The pump power was noted to be 15 watts after the first episode and 17 watts after the second episode with reportedly low pulsatility index (pls) of less than 3 during both instances. A review of the log file submitted to the manufacturer for analysis revealed multiple pump power elevations above 10 watts recorded. The average pi recorded was 3.9.

Manufacturer narrative:
No further information is available and the pump remains in use supporting the patient. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A root cause for the report of pump power elevations, which was confirmed through the evaluation of the submitted system controller log file, could not be determined through this evaluation. It was communicated that the patient experienced elevated pump power levels. A review of the submitted system controller log file revealed pump power elevations up to 12.2 watts. A request for additional information was made; however, no additional information was made available. The patient remains ongoing on pump support and no additional complaints have been reported at this time. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.